Event description:
It was reported that the bd luer-lok¿ syringe experienced scale maring issue. The following information was provided by the initial reporter: black markings within barrel of syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one sample and four photos were provided to our quality team for investigation. Through visual inspection, two large dried ink marks and some small ink spots were observed. Potential root cause for the scale marking defect is associated with the printer process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 1342190. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe experienced scale maring issue. The following information was provided by the initial reporter: black markings within barrel of syringe.